Manufacturer narrative:
Additional information: h6(update codes) and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed that the primary intravenous tubing was compressed below the key, which could have resulted in a no flow. The reported condition was verified. The cause of the compressed tubing could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set had a compressed tubing (kink) below the key. This was observed when the tubing was removed from the pump on the critical care unit (ccu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date of 2026, "over a weekend". E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.